Manufacturer narrative:
(B)(4).

Event description:
It was reported that a symptomatic patient was presented in clinic during follow-up. Intermittent post-paced t-wave oversensing was observed on the ventricular channel via stored egm. It was noted that the patient felt dizziness when standing up out of bed and bearing down in the restroom. Programming changes were recommended; device remains implanted. Patient was okay and will be brought in for further evaluation.